Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient wanted the implantable cardioverter defibrillator moved to sub-pectoral position. The device was repositioned on (B)(6) 2018. The patient was in stable condition during and post procedure.